Event description:
It was reported that the patient experienced infusion set detachment event on (B)(6) 2026, as the patient stated that infusion set tubing got caught and the adhesive was pulled off from site. The patient replaced infusion set and resumed insulin successfully.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.